Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. Visual analysis of the device revealed that the device is not inside its original package. The device shows signs of being used. The blue suture is cut. The anchor is broken. A manufacturing record evaluation was performed for the finished device 9l60811 number, and no non-conformances were identified. As part of depuy synthese mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the investigation findings, the reported complaint can not be confirmed. The customer is reporting a non-used device, however the device is shown in used condition and it's not shown inside its original package. The possible root cause for this issue can be attributed to procedural variables, such handling of the device or product interaction during procedure, bending force may was applied to the device at the moment of insertion; as per IFU: do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by a healthcare professional in china that during an unknown procedure on (B)(6) 2023, it was observed that the anchor on the lupine loop rapide anchor w/orthocord ds device was damaged upon opening its package. During in-house engineering evaluation, it was determined that the suture was cut and the anchor was broken on the device. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.